Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated. This issue was confirmed and the cause was determined as detached control cables. The cables were then attached in the proper connectors during evaluation. Device was tested during evaluation.

Event description:
A customer contacted baxter to report that a bag warmer was overheating. The bag warmer was started as usual and the bag was put on it. After 30 minutes the bag became extremely hot. (Normally only 37 degrees c) there was neither the green light nor the red alarm light. The bag warmer continued to heat the bag. The patient did not use the bag for the treatment, but switched off bag warmer and contacted the technical service. There was patient involvement, but the patient was not connected to the bag and there was no patient injury reported.